Event description:
It was reported that during a wisdom tooth extraction, the attachment overheated and burnt the cheek of the pt. There have been no specifics provided about the burn or its severity. There are also no details available about any medication or treatment of the injury.

Manufacturer narrative:
The attachment was received at the MFR for evaluation, but the reported condition of the overheating could not be duplicated through testing. Based on the investigation details, evidence of corrosion among the components was found, which could have lead to some overheating.